Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient needed to have an MRI because they were running fevers and had pain at their implantable neurostimulator (ins) site which was right by their kidneys. The patient¿s kidneys were ok. The patient had been having the pain from around the time the device was implanted but they started to notice it more at the end of (B)(6). The MRI was being performed to rule out an infection near the device. They were also trying to rule out an abscess around the device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.